Event description:
During user of the device for a cardiopulmonary bypass procedure, the user reported that the unit did not switch to battery. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.